Event description:
It was reported that after a gel one injection, the patient had a serious allergic reaction. The patient was administered benadryl, a steroid injection and an epi-pen. No additional patient consequences were reported.